Manufacturer narrative:
Additional device product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of one (1) titanium locking t-plate, three (3) unknown locking screws and three (3) unknown cortex screws from a titanium variable angle (va) hand due to an infection. It is unknown if there was a surgical delay. Procedure outcome is unknown with patient consequence reported. This report is for one (1) 1.3mm ti locking t-plate. This is report 1 of 3 for complaint (B)(4).